Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.(B)(4).

Event description:
It is reported that during measurement of the screw length the depth gauge broke.